Event description:
Complainant alleged that while attempting to monitor a 44-year-old female patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1, a2, a3, a4, b3, b5 and h6 (health effect clinical code and health effect impact code). Evaluation: the customer's report was observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. The customer's multifunction cable (mfc) used at the time of the report was not returned as part of this investigation. The customer was advised to replace their multifunction cable as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.